Event description:
Patient had terminal cancer, and was re-admitted to the facility for poor nutrition and dehydration. Tube placement in 1999. Gastrostomy tube leaking. Returned to o.r. In 1999. Gastrostomy tube leaking. Placement of gastrostomy tube again in 1999. Patient was in very poor condition prior to emergency surgery. Gastrostomy tube balloon found to have a hole in it. When new tube placed, a hole developed in the second tube with gentle manipulation with clamp. Antibiotics were administered. No further complications as a result of the tube being replaced.